Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibiting a battery voltage of 3.22 volts at implant. A hemotoma developed so the pocket was reopened. After closing the pocket again, the battery voltage measured at 3.15 volts with a charge time of 6.7 seconds. 20 minutes later the battery voltage was at 3.14 volts with a charge time of 6.9 seconds. No adverse patient symptoms were reported.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibiting a battery voltage of 3.22 volts at implant. A hemotoma developed so the pocket was reopened. After closing the pocket again, the battery voltage measured at 3.15 volts with a charge time of 6.7 seconds. Twenty minutes later the battery voltage was at 3.14 volts with a charge time of 6.9 seconds. No adverse patient symptoms were reported. Additional information was received by boston scientific (formerly guidant) that this device was explanted almost 6 years later for battery depletion. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A guidant technical services (ts) consultant recommended performing a memory dump and save it to disk for analysis by an engineer. The local guidant sales representative was contacted for further information regarding this event. It was reported that no save to disk is available at this time; however, the battery voltage is back up to 3.22 volts. This ICD is still in service. No additional information is available at this time. Should additional information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A longevity calculation determined that the device met specification for longevity. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device did not exhibit any evidence of premature battery depletion or device malfunction.